Manufacturer narrative:
The affected product has been received into (B)(4) (manufacturer report number: 2016493-2019-00125) and the investigation is pending. A follow up report will be submitted for both (B)(4) once the failure investigation has been completed. Additional patient information: prematurity; delivery via c-section due to maternal death.

Event description:
The customer reported that at 1320, the primary nurse found the maternal patient on the bathroom floor while still connected to an alarming infusion pump that had been infusing a primary infusion of lactated ringers 1l. The nurse cannot recall what the device was alarming for, however, the nurse states that it was not alarming for a low battery. There was blood noted to be on the floor and presumed to be from where the maternal patient hit her head. An empty luer lock syringe was found next to the maternal patient, as well as a cosmetic bag that was filled with saline flushes, prescription narcotic bottles, a shot glass and butterfly syringe needles. The maternal patient was found to be pulseless and CPR was initiated. At 1327 the maternal patient was transferred to the operating room (or) with CPR ongoing. It is unknown how long the maternal patient had been on the floor, however, nursing states that the maternal patient was seen approximately 30 minutes prior to the event and appeared to be doing well. At 1330 a baby boy was delivered via c-section with an apgar score of 0/0/3/3 that was later reported as deceased when the baby was (B)(6) days old. The cause of the maternal death is unknown and the medical examiner was notified. Note: this file is to document the infant death that correlates with the maternal death documented in (B)(4). Investigation summaries will need to be placed into both files.

Event description:
It was reported that at 1320 the nurse found the maternal patient on the bathroom floor while still connected to an alarming infusion pump. A primary infusion of lactated ringers 1 l was infusing at the time of the event. The nurse could not recall the reason for the alarm, however it was not alarming for low battery. There was blood on the floor, presumed to be from where the patient hit her head. An empty luer lock syringe was found next to the patient, as well as a cosmetic bag that was filled with saline flushes, prescription narcotic bottles, a shot glass and butterfly syringe needles. The patient was found to be pulseless and CPR was initiated. At 1327 the patient was transferred to the operating room (or) with CPR ongoing. It was not established how long the patient had been down on the floor, however, nursing states that she was last seen approximately 30 minutes prior to the event and appeared to be doing well. At 1330 a baby boy was delivered via c-section with an apgar score of 0/0/3/3; it was subsequently reported that the baby passed away at (B)(6) days old. CPR was continued on the mother for another hour without spontaneous pulse or blood pressure, and she was pronounced dead at 1432. It was later reported by the customer that the primary cause of death was narcotic overdose for both the mother and the baby per the autopsy report. Note: this file is to document the infant death that correlates with the maternal death documented in (B)(4). Investigation summaries will need to be placed into both files. Customer advocacy received a copy of the customer's FDA request letter which states, "the customer reported that at 1320 the primary nurse found the patient on the bathroom floor while still connected to an alarming infusion pump that had been infusing a primary infusion of lactated ringers 1l. The nurse cannot recall what the device was alarming for; however, the nurse states that it was not alarming for a low battery. There was blood noted to be on the floor and presumed to be from where the patient hit her head. An empty luer lock syringe was found next to the patient, as well as a cosmetic bag that was filled with saline flushes, prescription narcotic bottles, a shot glass and butterfly syringe needles. The patient was found to be pulseless and CPR was initiated. At 1327 the patient was transferred to the operating room (or) with CPR ongoing. It is unknown how long the patient had been on the floor; however, nursing states that the patient was seen approximately 30 minutes prior to the event and appeared to be doing well. At 1330 the baby was delivered via c-section with an apgar score of 0/0/3/3. The surgeon was unable to remove the placenta and left it in situ, hysterectomy closed, fascia closed, and the skin was stapled. At 1332 the patient's glucose was 236. At 1334, narcan was administered as the patient was on a large amount of baseline pain medications and then administered again at 1411 and 1419. Multiple rounds of CPR were performed with epinephrine/calcium IV pushes. At 1337, a massive transfusion protocol was initiated 10 minutes later with a total of 4 units of prbc blood products administered. The patient's pulse would return briefly followed by pea and resumption of CPR. At 1405, approximately 30 minutes into the code, ECMO consultation was obtained, however, due to the fact that the patient had been down for 30 minutes and it would take an additional 30 minutes for cannulation equipment to be brought to the patient's room, it was determined that the patient's prognosis would be highly unfavorable. CPR was continued for another 30 minutes. Abg resulted with ph 6.8, pco2 80, o2 74, lactate>12, hct 31. At this point, the resuscitation had been ongoing for approximately 1 hour and the patient did not demonstrate a spontaneous pulse or blood pressure. The decision was made to discontinue resuscitative efforts with the time of death documented as 1432. The cause of death is unknown and the medical examiner was notified. Note: this 4 file is to document the maternal death that correlates with the infant death documented in (B)(4). Investigation summaries will need to be placed into both files."

Manufacturer narrative:
This file is associated with manufacturer report number: 2016493-2019-00125. The customer¿s experience of an unknown issue was identified as a patient side occlusion alarm. Physical inspection of the device noted the instrument seal intact. The only observed anomalies were dull iui connectors and a crack on the bezel at the lower door hinge. Analysis of the pcu event log shows pump module s/n (B)(4) was programmed to infuse 0.9% normal saline (drugid 14) at a rate of 50ml/hr with a vtbi of 190ml at 2:45 pm on (B)(6) 2018. The pcu event log shows that the alarm that occurred prior to the device being shut off at 1:26 pm on (B)(6) 2017 was for a patient side occlusion alarm. The returned device passed all preventive maintenance tasks with the exception of instrument inspection and failed due to the door latch sticking when closed and not springing back to the open position. Functional testing performed found the pump module to be delivering fluid within specification. The root cause of the customer¿s report of an unknown issue (alarm) was identified as a patient side occlusion alarm. No device was returned for investigation.

Event description:
It was reported that at 1320 the nurse found the maternal patient on the bathroom floor while still connected to an alarming infusion pump. A primary infusion of lactated ringers 1 l was infusing at the time of the event. The nurse could not recall the reason for the alarm, however it was not alarming for low battery. There was blood on the floor, presumed to be from where the patient hit her head. An empty luer lock syringe was found next to the patient, as well as a cosmetic bag that was filled with saline flushes, prescription narcotic bottles, a shot glass and butterfly syringe needles. The patient was found to be pulseless and CPR was initiated. At 1327 the patient was transferred to the operating room (or) with CPR ongoing. It was not established how long the patient had been down on the floor, however, nursing states that she was last seen approximately 30 minutes prior to the event and appeared to be doing well. At 1330 a baby boy was delivered via c-section with an apgar score of 0/0/3/3; it was subsequently reported that the baby passed away at (B)(6) old. CPR was continued on the mother for another hour without spontaneous pulse or blood pressure, and she was pronounced dead at 1432. The cause of death was unknown and the medical examiner was notified. Note: this file is to document the infant death that correlates with the maternal death documented in (B)(4). Investigation summaries will need to be placed into both files.